Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reloaded the same cartridge and resume insulin successfully.